Event description:
The patient's daughter-in-law contacted lifescan and reported that the patient's one touch ultra meter was reading inaccurately high. The patient had received results of 590 mg/dl, and 515 mg/dl on her meter. She was not experiencing any symptoms at the time of concener. Paramedics were called and the ambulance meter result was "300 mg/dl something", performed within 11-20 minutes of the subject meter's results. The pt was not given any treatment for diabetes, but was given nitroglycerin for her heart attack symptoms and an IV for dehydration. During troubleshooting, it was verified that the subject meter was in the right unit of measurement, and that it was coded correctly. Her test strips were in good condition and within the expiration date. However, it was discovered that she was not cleaning the puncture area correclty. The pt was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported ass product malfunction. A replacement meter, control solution , and test strips were sent to patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.